Manufacturer narrative:
Upon further review, the packaging is sterile; however, the fluid pathway is not a sterile fluid pathway. Therefore, loose components in packaging labeled as sterile can come loose without compromising the sterility of the product as the packaging maintains the sterile barrier. Therefore, this device malfunction would not result in patient harm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During visual examination the male luer tip protector was observed properly capped onto the male luer lock adaptor. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protector cap of an interlink i.v. Catheter ext set disconnected. This issue was identified before opening the pouch. There was no patient involvement. No additional information is available.